Manufacturer narrative:
Supplement#1 had the incorrect MFR number associated with it (3009977070-2017-00139 - 1 submit date:(B)(6)2017). This submission is to correct the number on that report.

Manufacturer narrative:
Supplement#1 had the incorrect MFR number associated with it (3009977070-2017-00139 - 1 submit date: november 01, 2017). This submission is to correct the number on that report.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.

Event description:
It was reported that following an ablation procedure the patient experienced left sided weakness and instability. It was also noted that the patient experienced a fall 2 days after discharge and hit her head. This lead to a trip to the emergency room for imaging. The patient then presented at the one month follow-up visit with a broken foot due to another fall. There were no further patient complications and the event was considered to be ongoing.